Event description:
Patient called in stating that heart device interferes with blood pressure machine pulse reading - rite aid blood pressure monitor receives inaccuracy regarding pulse because of our device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).